Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 453 (mg/dl) and diabetic ketoacidosis. The customer delivered pump boluses prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and fluids. The customer was released (B)(6) 2016. It was recommended that the customer discuss infusion site options with their health care provider.